Event description:
It was reported to medtronic minimed that the customer experienced audio / vibrate anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned for analysis.